Event description:
The subject device was used during a laparoscopic procedure of resection of liver cancer. At the end of procedure, error messages of ultrasound amplitude error was displayed several times. After that, the probe of the device was broken when the user cleaned it with gauze. The procedure was completed with another device. There was no pt injury reported.

Manufacturer narrative:
The subject device was returned to olympus med systems corp for evaluation. The evaluation confirmed that the probe broke down at 11.5 mm from the distal end. The shape of the fracture surface showed that the fracture developed form the scratched as the starting point. There were contact marks on the surface of the probe and jaw. The mfg history was reviewed, with no irregularities noted. As the result of evaluation, we have concluded that ptfe pad was worn by continuously activating output without grasping anything. Consequently, the probe and jaw came into contact, which caused scratches in both the probe and jaw. After that, the probe tip received the stress when the user cleaned it with gauze, and the probe tip was broken. This report is being submitted as a med device report in an abundance of caution.